Event description:
It was reported that the device was returned due to backup vvi mode. The device was unable to interrogate.

Manufacturer narrative:
The reported field event of reset anomaly was verified. Upon receipt, the device was in backup vvi (bvvi) mode. The device memory showed that the bvvi mode was caused by parity errors. A parity error is a rare occurence, but can happen when a device is exposed to a certain environment (e.g. Electronic equip, radiation treatment or cosmic radiation). The device was tested on the automated system, and no anomalies were detected. .

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.